Event description:
Had essure coils implanted and became very sick. Drastic weight fluctuation, fatigue, pelvic pain, constant daily headaches, joint pain through entire body, hair loss, sores rashes and skin discoloration. I feel like I have the flu all of the time, adrenal failure, enlarged thyroid, bladder control issues, extreme bloating. I became sick about three months after having the coils implanted. I now have to have a hysterectomy to remove the coil. For years, I don't know what was making me sick. I just found out from my doctor that women are having the same problems that I am due to the coils.